Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed the teflon pad was detached from the jaw. A review of the device history record indicates the device met all inspection and testing requirements prior to release. The potential root causes are applying pressure between the instrument blade and tissue pad without tissue between them and keeping clamp arm open when back-cutting or while blade is active without tissue between the blade and tissue pad. The instructions for use (IFU) states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the white teflon pad fell off the device. It was retrieved from inside the patient using graspers and no larger incision was made. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.